Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported that on (B)(6) 2017 a technician saw sparks on the liquid level sense (lls) and pressure monitoring stat board on the architect i2000sr analyzer. No fire was observed. The following day, the customer noticed that the board appeared burned. The customer replaced the board. No smoke, fire or injury was reported.

Manufacturer narrative:
The customer accidentally bumped into the metal part, generating the short while exchanging pressure monitoring boards as part of troubleshooting. The analyzer power was on when the part was removed. The damage to the board was a small charred area of less than one centimeter. The customer replaced the pressure monitoring board and a 5 volt fuse to return the analyzer to normal function again. A review of the ticket history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke/burn issues since the pressure monitoring board was replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A review for similar complaints for the pressure monitoring board identified no additional complaints for smoking/burning of the part over the 70 month review period. The current complaint is the sole complaint regarding a sparking/burning event of the pressure monitoring board. A malfunction was identified. Based on the information within the complaint record, the device failed to meet performance specifications or otherwise perform as intended at the customer site; however, no systemic issue or deficiency was identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction did not occur. Based on the information within the complaint record, the device met performance specifications and performed as intended at the customer site. Use error caused the issue as the customer removed the board while the analyzer remained powered on and then inadvertently bumped the metal part of the board which resulted in a short to the part. (B)(4).